Manufacturer narrative:
B3: event date unknown. Three pictures were provided and two of the pictures confirmed a particle in the cassette. One sample was received for evaluation and upon visual inspection, a particle was detected. The reported device issue was confirmed. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that during infusion, there was hair in the cassette. There was no disinfection or sterilization, and no infectious disease occurred. There was no patient harm reported.